Manufacturer narrative:
(B)(4). Date of initial report: 06/22/2016. Date of follow-up report: 07/26/2016. Evaluation of the incident device found teeth-like indentations on the outer insulation of the cord. The cord failed hipot testing indicating energy leakage at the damaged area. The noted damage was the result of the user clamping the cord. The concomitant force triad generator was also evaluated. The generator functioned normally and within specifications. Nothing was identified that would have caused or contributed to the reported event.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the patient was burned during an aortic abdominal aneurysm when the insulation on the pencil cord became compromised after being clamped to the drape. The burn was described as 3rd degree. The burn was excised and silvadene was applied.